Manufacturer narrative:
Unit had blank display due to moisture damage on electronic assembly. No constant tone noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test due to blank display. The motor had moisture damage. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, display screen went blank and insulin pump had a constant tone. Customer's blood glucose was 280 mg/dl. Customer was advised that insulin pump would need to be replaced.